Manufacturer narrative:
For the reported event, lot number was provided. The sample was not returned for evaluation and medical records were provided. Filter tilt, retrieval difficulties and filter limb and hook perforation of the ivc wall was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f. Vena cava filter allegedly experienced difficult to remove, malposition of device and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is male; however, the weight was not provided.